Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: ¿first of all, three were some errors in the event description. Sorry for the mistake. The following is the corrected description.; it was reported by a sales rep that, during a laminaplasty, when trying to activate the reservoir, it inflated immediately. Then, when the drain was replaced to another one, it (i.e., the drainage system) worked properly. Therefore, there is a possibility that the first drain had damage. According to a nurse, she might have hurt the drain with a needle. The possible lot numbers is j1612941. Further details are not provided from the hp. Please verify- was there any issue with the blake drain lot j1612941? ¿probably yes (hurt or leakage, for example.) Please see the corrected description above. Was the drain replaced? ¿yes. If drain was replaced, was it removed from the patient¿s body and a new drain inserted? ¿yes. Was only the reservoir replaced that caused the drainage system to work properly? ...the reservoir was not replaced. Only the drain was replaced.

Event description:
It was reported that the patient underwent a laminoplasty procedure on (B)(6) 2017 and the drain was implanted. During the procedure, when trying to activate the reservoir, it inflated immediately. Then, when the drain was removed from the patient's body and replaced with another like device, the drainage system worked properly. Therefore, there is a possibility that the first drain had damage such as leakage or hurt. The nurse opined that she might have hurt the drain with a needle. No further information is available.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Upon functional inspection, when attached to 100cc reservoir, the drain worked properly draining liquid from bowl.